Event description:
Pt reported the infusion device did not correctly deliver insulin from (B)(6) 2012. Her blood glucose elevated to 520 mg/dl, and she was unable to decrease it using the infusion device. She switched to her backup infusion device, and her blood glucose returned to an "ok" level. There was dampness in the cartridge compartment, and she inspected the cartridge and did not detect any problems. The infusion device was requested for eval. She did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.